Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port separated during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. DHR review was performed on lot number 8187553: the lot number was built / packaged on nfa line #1 from july 8, 2018 thru july 14, 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated during build of this lot that not would impact the outcome of the quality of the product relevant to the defect stated in the pir. Internal preventive actions have been initiated. Vision upgrades to better detect the new failure modes from the station redesign ¿ sep 11, 2018. Design and install tooling to make the station (adhesive dispense tips) more robust ¿ oct 17, 2018. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Reason: review of the end user risk analysis (eura) is required for all reportable incidents. This document evaluates the risk to the end user that is associated with the failure modes of the product. The failure mode of detached extension tubing was caused by an insufficient amount of adhesive dispensed to fully bond the tubing to the catheter adapter. Based on the customer¿s description, the effect of the device failure was leakage that did not require medical. Rm5796 rev 16(o) nexiva p-eura identifies the failure mode of extension tubing detached from the catheter adapter with cause of failure being insufficient adhesive, and it states that the effect of minor leakage has a limited severity with ranking s2. The end user effect of minor leakage has occasional occurrence of o3 ( =100 ipm) for the failure mode of extension tubing detached from catheter adapter. With limited severity and occasional occurrence, the risk to the end user is acceptable.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port separated during use. No serious injury or medical intervention was reported.